Manufacturer narrative:
Patient information has been requested, but to date has not been provided. From section the device was returned for investigation. The investigation is currently in progress and a follow-up report will be provided after the investigation has been completed.

Event description:
A clinical incident involving a quantum 2 system was reported to arthrocare corporation. Reportedly, the controller kept alarming during surgery and caused a delay in surgery of approximately 30 minutes. The surgery was completed without further incident and without patient injury.